Manufacturer narrative:
The device was returned and received for evaluation. Visual inspection of the returned device showed that the shuttle was engaged to the handle. The procedural sheath was pulled back against the shuttle hub. The sealant was exposed to blood, protruding out from the shuttle cartridge tubing slit. The advancer tube was found inside the shuttle tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The condition of the returned device indicated an incomplete engagement of the advancer tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history review (lot f1534908) indicated there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. It was reported by the facility that the shuttle cartridge had not been completely advanced to the hard stop before being retracted upwards back to the black handle. Based on the provided information and the investigation performed, the root cause of the reported event may be attributed to incorrectly following the mynxgrip instruction for use (IFU). Per the mynxgrip IFU, "while lightly holding the device handle to ensure the balloon is abutting the arteriotomy, open procedural sheath stopcock, then detach shuttle and advance until resistance is felt". If the device is not shuttled down completely, the advancer tube can not be engaged to the distal tamp lock, resulting in the device failing to deploy. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip sealant in an attempt to close the artery after a diagnostic coronary procedure, it was noted that the advancer tube was not present. As reported, the stick location was medium. The device was prepped appropriately and inserted into the 6f procedural sheath. The balloon was fully inflated and pulled back to the arteriotomy and temporary hemostasis was achieved. This was confirmed by opening the side port of the procedural sheath. The deployer shuttled down, however, did not completely advance the green shuttle handle to the hard stop before retracting the procedural sheath upwards. The deployer did not experience significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. The balloon was deflated after it was noted that the advancer tube was not present and removed from the patient. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient did not report any pain and was taken to recovery. The patient condition was described as fine following the mynx procedure. No further information is available.